Event description:
The customer reported being hospitalized due to low blood glucose the day before the call. Initially, the customer called requesting emergency supplies. The caller mentioned that she is on vacation and forgot the reservoirs as well she has been off the insulin pump all day. The blood glucose at time of the event was 158mg/dl, but her blood glucose dropped to 50mg/dl at home, and she was taken in the ambulance. The customer believes that her basal rates are too high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.